Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 542 mg/dl at the time of the incident. Customer stated that the no delivery alarm cleared on its own and the pump was delivering insulin. Call was disconnected and customer was unable to finish troubleshooting.